Event description:
Emt's responded to a person in cardic arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed as in a shockable rhythm. The device alarmed connect electrodes and would not allow the device to shock the patient. The transport ambulance arrived on the scene with a backup defibrillator and resuscitated the patient. The patient was transported to the hospital and the patient's outcome is unknown.